Event description:
Litigation alleges that the patient experienced debilitating pain on account of her asr right hip implant. Litigation further alleges that the patient experienced discomfort in her hips and legs, thereby interfering with her ability to perform daily living activities.

Event description:
Litigation alleges that the patient experienced debilitating pain on account of her asr right hip implant. Litigation further alleges that the patient experienced discomfort in her hips and legs, thereby interfering with her ability to perform daily living activities. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update rec'd 10/28/2014 - medical records received. Upon revision, bursitis, clear serous fluid, a pseudotumor, and acetabular loosening were noted. The information received does not change the MDR decision.